Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found the motion battery voltage dropped significantly via the system app when moved around. Also found that the ethernet connector going into the main system switch was not fully seated causing intermittent motion errors. The fse fully seated the cable and could not recreate that issue. Replaced motion batteries and motion battery indicator led stabilized upon boot up and continuous movement. Tested system after replacing parts and passed all checks per work order. System put back into use. No parts returned therefore no evaluation can be completed. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the system was showing a low battery error message. Troubleshooting = recommended that the system remains plugged in an in stand alone mode. Probable cause (if applicable) - low battery charge. There was no patient present when this issue was identified.